Event description:
The customer reported that his olympus visera elite video system center was presenting a b30 error message during preparation for a therapeutic procedure. According to the initial reporter, the intended procedure was completed using another device with no harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user's report was confirmed. There were bent pins inside of the camera socket causing a b30 error to occur. Additionally, it was discovered that the unit had old versions of the power switch and software. It is recommended that both of those components be upgraded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 25-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bent pins could not be determined. Olympus will continue to monitor field performance for this device.